Manufacturer narrative:
The company representative examined the system and was unable to duplicate the reported event. The system was then tested and met all product specifications. There is no sample returning for investigation. The root cause is unknown. (B)(4).

Event description:
A customer reported that the unit displayed a red screen and shut down on its own during a procedure. There was no patient harm or injury. Additional information was received reporting another unit was used to complete the case.